Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("abnormal bleeding (vaginal)") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst since 2011, loop electrosurgical excision procedure since 2000 and allergic reaction to analgesics (swelling: allergy). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia"), alopecia ("hair loss") and allergy to metals ("allergic reactions associated with a nickel allergy"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), headache ("headaches"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("vaginitis") with vaginal discharge and migraine ("migraines"). The patient was treated with surgery (ablation, d and c). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, genital haemorrhage, pelvic pain, dyspareunia, alopecia, allergy to metals, headache, menorrhagia, vaginal infection and migraine outcome was unknown. The reporter considered allergy to metals, alopecia, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion on (B)(6) 2016 - endometrium, curettage: - findings. Normal intrauterine anatomy. Cervix sounds to 3 cm. Uterus wtmds to 8 cm. Uterine width 4.7 cm. Most recent follow-up information incorporated above includes: on 12-apr-2018: plaintiff fact sheet and medical records received : the product and reporter information updated. The events abnormal bleeding d (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: vaginitis, dyspareunia (painful sexual intercourse), pain, vaginal discharge added. Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.